Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt states her device not longer works nor does it charge. The patient noticed slowly stopped charging all together. Pt states she hasn't thought about charging as she had a death in the family. Pt states she has had this dead 3 times, pss (patient services specialist) tried to confirm whether someone had to restart battery, pt did not say yes or no when trying to clarify.  Pt not getting connection with remote or recharger the issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient reported that since around the beginning of (B)(6) 2021 they started experiencing intermittent pain around the implanted neurostimulator (ins) site. They also reported their ins was still dead since around (B)(6) 2021, and needed to meet with a manufacturer representative (rep) to check the device. A request was made to reach out to the field reps since their doctor doesn't work with a specific rep. An email was sent to the field to notify them of the patient's request to have a rep contact them. Additional information was received from the patient. It was reported that the patient reiterated that their implant battery is dead and they need a replacement. An appointment has been made.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.